Event description:
It was reported that the patient's family decided to explant because he was receiving no benefit from the implant. The implant was working within specifications. On (B)(6) 2008, the patient underwent a skin-flap reduction surgery to reduce the thickness of his skin-flap. Despite this, he was still having problems with the coupling. He was also using the strongest magnet with a headband.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.